Manufacturer narrative:
The referenced pump exchange on (B)(6) 2017 is reported on medwatch MFR report #2916596-2017-02623. (B)(4). Approximate age of device - 25 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017 for suspected pump thrombosis. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) level was between 400-500 u/l. At the time of the event, the patient was taking aspirin 162mg. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the power elevations, and that the power elevations returned to baseline at the end of the file. On (B)(6) 2017, the customer reported that the patient had been discharged home on an unspecified date and was doing well. The patient's ldh was reported to be 438 u/l. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log files that were provided confirmed the report of elevated power. A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this investigation. The pump appeared to be functioning as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.